Event description:
It was reported that during the gastric bypass procedure, the reload partially fired. It was noted that the reload fired without issues but stopped before reaching the end and automatically returned. The shaft and handle were not affected, as the same ones were used to fire other reloads. No intervention was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egia60amt; egia60amt egia 60 artic med thick sulu; (lot number: p5h1075) sigphandle; sig power sigphandle handle; (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.